Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ functional mitral regurgitation (mr) and a restricted posterior leaflet for a mitraclip procedure. While attempting to place a mitraclip ntw, there was challenging grasping the leaflets and there was insufficient mr reduction. The mitraclip ntw was removed and there was damage noted on the anterior leaflet. A mitraclip xt was then introduced and implanted successfully. The final mr was grade 3. There was no clinically significant delay reported. On (B)(6) 2025, during the follow-up echocardiogram it was determined that the mitraclip xt had experienced a single leaflet detachment and the clip was no longer attached to the x leaflet. The mr had returned to grade 4+. The patient was referred for surgery.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported positioning failure associated with leaflet grasping and capture resulting in unspecified tissue injury (anterior leaflet damage) appears to be related to patient conditions (restricted and thin leaflets). Tissue damage is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.